Event description:
It was reported that when medical solution was injected into the catheter in the pt's room, a leak from the catheter body was found near the junction hub. The user noticed that the leak was coming from a cut in the catheter. As a result the catheter was removed, but it is not know whether is was replaced. The insertion site was the femoral vein. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info become available.